Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. A search was conducted to identify the lots of product shipped to the customer three months prior to the event. Device history record review was performed on potential lots. No nonconformances reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation. Medical records were reviewed by post market surveillance staff. Based on the 29 pages of medical records information, it appears on (B)(6) 2015, this patient had a peritoneal dialysis fluid culture performed that showed a nucleated cell count of 1388 but no growth after 4 days. The patient was treated with intraperitoneal antibiotics. Previously the patient had presented to the dialysis clinic on (B)(6) 2015 with questionable drainage from the dialysis catheter exit site but, medical records do not reveal any intervention involved with this event. A peritoneal dialysis drainage culture a week later (on (B)(6) 2015) showed a nucleated cell count of 4174 with no growth after 5 days. Medical records show that the physician was notified of the (B)(6) 2015 results but do not make mention of interventions that were ordered. Medical records do not reveal the source of the patient's peritonitis. Medical records d not contain antibiotic medication records for this event. Medical records do not contain progress notes, physician orders, lab results or treatment records for the month of (B)(6) 2015. Medical records do not indicate there is a causal relationship between the patient's liberty cycler cassette and peritoneal dialysis fluid and the patient's peritonitis. There is no actual documentation in the medical record for peritonitis. There is no actual documentation in the medical record for peritonitis. Patient was treated with vancomycin as evidenced by the vancomycin level drawn on (B)(6) 2015.

Event description:
A peritoneal dialysis (pd) patient's spouse contacted technical services (B)(6) 2015 requesting assistance due to slow drains. Follow-up was made with the pd patient's registered nurse (rn), who stated the patient contacted her reporting cloudy effluent and difficulty draining. The patient went to the clinic for fluid culture on (B)(6) 2015. The results indicated the patient developed peritonitis. Per pdrn the fluid culture results showed a negative culture growth, but the patient exhibited a high white blood cell count and the patient was started in-clinic on antibiotics. The nurse indicated the peritonitis was due to touch contamination because the patient did not practice aseptic technique during treatment. On (B)(6) 2015, the patient was hospitalized for a temporary hemodialysis catheter placement. Per the pdrn the patient temporarily switched modalities treatments and the patient's peritoneal dialysis catheter was removed on (B)(6) 2015. As of (B)(6) 2015 the patient was currently still hospitalized and continued to complete hemodialysis treatments. The signs and symptoms of peritonitis treatments until the patient's abdomen healed and another peritoneal dialysis catheter was placed. Medical records provided by the patient's dialysis center: on (B)(6) 2015, the patient had a peritoneal dialysis fluid culture that had nucleated cell count of 1388. Patient was treated with vancomycin.